Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump overdelivered and the reservoir volume was confirmed 0 ml. Reservoir volume was 0.0, rate at 24.5 ml/hour, and 98.8 ml was given. There was an occlusion alarm due to the patient wearing the tubing around the waist. There was patient involvement, no patient harm and adverse events were reported.

Manufacturer narrative:
H3: one pump was returned for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to delivery over infusion. As a result, the expulsor and valves were replaced. The device passed all functional testing after repair and was returned to the customer.